Manufacturer narrative:
Conclusion: the active electrode has been cut off during removal surgery and the remaining part of the active electrode has not been received for investigation. The available part does not show a breakage of the electrode wires, however, it is suspected that damage which might have been caused by an external impact and led to device malfunction, was most likely in the non-received part of the active electrode. This is a final report.

Event description:
The bilaterally implanted patient reported she could not hear well on the right side. The parent's reported that the child may have been hit in the area of the auricle whilst in the (B)(6); although a specific incident of trauma is not known. The patient is also not steady on her feet and falls quite a lot. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted patient reported she could not hear well on the right side. Parent's report that the child may have been hit in the area of the auricle in the kindergarten, although a specific incident of trauma is not known. The patient is also not steady on her feet and falls quite a lot. The device has been explanted.